Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, it was reported that the outer cannula could not be fired. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was provided and reviewed. The first photo shows hcp hold the one maxcore biopsy device in its initial position and in the second photo one maxcore biopsy device was shown in half primed position. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using maxcore instrument. During the procedure, it was reported that the outer cannula could not be fired. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.